Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. In addition, facial nerve stimulation was reported. The facial nerve stimulation is a known postoperative undesired side effect of ci implantation. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Hearing performance with the device was affected. No accident or trauma was reported. The recipient was re-implanted. Per device explantation report, the recipient had facial nerve stimulation.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Hearing performance with the device was affected. No accident or trauma was reported. The recipient was re-implanted on (B)(6) 2018. Per device explantation report, the patient had facial nerve stimulation.